Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient was experiencing pain due to the implantable cardiac monitor. The device was explanted. No further patient complications have been reported as a result of this event.